Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, infection of prosthetic graft was identified. On the same day, treatment with antibiotics and IV hydration was administered. On (B)(6) 2022 a surgical intervention was also performed, which consisted of the following: exploratory laparotomy with extensive lysis of adhesions. Aortoiliac exposure for suprarenal cross-clamp. Resection of infected aortobiiliac stent graft device, and extensive debridement of retroperitoneal abscess cavity. Nais procedure with human cadaver aortoiliac allograft (cryopreserved graft). Omentopexy with placement of the omentum into the retroperitoneum. Placement of nasojejunal feeding tube. On (B)(6) 2022, the patient expired. The cause of the infection was not reported to gore.

Manufacturer narrative:
H6: code 213.